Event description:
It was reported that intermittent malfunction alarms occurred on the pump, with no notable events occurring prior to the malfunction. The pump did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.